Event description:
It was reported the light source had no image when connected to a 190-series scope. The issue occurred during a routine check inspection. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: g2: company representative does not apply to this event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over nine (9) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that no image was displayed, due to faulty scope socket unit. Olympus will continue to monitor field performance for this device.